Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. A 20x3.00mm promus premier¿ drug-eluting stent was selected for use; however, it was noted that the stent came out of the packet kinked. The device was not inserted into the patient. No patient compilations were reported.